Manufacturer narrative:
This report is submitted on may 11, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced cholesteatoma at implant site; subsequently the device was explanted (date not reported). The patient was re-implanted with a new device during the same surgery.